Event description:
On (B)(6), 2013 it was reported that the patient has been referred for x-rays and for surgery. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2013 information was received form the reporter that while the physician was performing a check on a vns patient earlier in the week he had gotten a reading of high lead impedance, but otherwise the patient interrogated with no anomalies. Additionally, it was reported that the patient has had an increase in seizures in the past 3 months. A chest x-ray was performed, showing that the generator was alright. A CT c-spine the patient had done recently because of a fall showed the leads in the neck as fine. Device manufacturing records were reviewed and confirmed that the leads passed all functional tests prior to distribution. A review of the manufacturer¿s programming history database was performed, determining that data was available from 11/20/2007 to 12/10/2012, plus additional settings per the physician from the week of (B)(6) 2013. The last diagnostics were also performed the week of (B)(6) 2013 and no anomalies were seen in prior diagnostics. A rough battery life estimation was performed using the known programming data and determined that the generator is not near end of service. Follow-up determined that high impedance was first observed on (B)(6) 2013 and that the patient¿s increased seizures were actually continued seizures with only a possible mild increase. The patient¿s device was not programmed off after the observation of high impedance. It was stated that the patient has had several falls in the past 3 to 4 months before the high impedance discovery, one of which caused facial fracture. It was confirmed that no clear lead fracture was viewed in the limited views of the x-rays taken on (B)(6) 2013. The physician felt that the generator was working and did not plan any direct intervention for the high impedance. The physician plans to do another c-spine x-ray and replace the generator within the next one to two months. The physician stated that the patient has had seizures for most of her life and that the vns may have given her a few more seizure-free months. The physician indicated that the patient has multiple seizures types that have all increased in frequency. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizure frequency. Additional information will be included if received.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was seen in the emergency room due to dysphagia. It was reported that the high impedance was observed again. The physician reported that the device was programmed off to see if her symptoms of dysphagia improved. The physician reported that the patient does not currently have any dysphagia. It is unknown if the dysphagia is reported to vns therapy. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Follow up with the physician found that the patient's dysphagia was first observed on (B)(6) 2013. The physician stated that the dysphagia was not related to the vns. The vns was turned off on (B)(6) 2013; however, it was turned back on the same day as the dysphagia was not related to the vns. The patient has had no further dysphagia. No other information was provided.